Manufacturer narrative:
Product ID: neu_unknown_lead, lot#: unknown, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient (pt) who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted that the patients trial started on (B)(6) 2023. It was reported that since the moment their evaluation started they have noticed shocking in their right side labia when they bend over or reach to the right. Pt said they noticed symptom improvement when they started the evaluation. Device was working until this morning but patient had 3 accidents this morning. Pt said they have received calls from support link, and reported the shocking to support link, who tried to transfer them to pats but the call did not go through so the patient called pats on their own. Reviewed stimulation should not be painful or uncomfortable and if it is, it is too high, patients should decrease the setting until it becomes comfortable and pt did not respond. Pt said they have a right side lead and a left side lead and they are doing the evaluation for 2 weeks. Reviewed pss will send an email to the rep in the area to potentially give the patient a call. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included pt said they have had right side sciatica and chronic neuropathy for 20 years and the lead seems to make the sciatica very noticeable on the right side especially at night. Pt said they have infusions for their sciatica every 6 weeks and had an infusion yesterday. Pt mentioned patient does not react well to propofol and knows after the procedure on the 13th they did not react very well, patient was not themself and knows they were difficult, they "give the rep a pass". Pt mentioned they have bladder issues due to having too many nerve blocks. Additional information was received from the patient. They reported that the therapy is helping to retrain their bladder. The caller reports that the only 3 accidents they have had in the last 3 days is because they could not get the handset to communicate with the implant. The patient reports that if their urgency is really bad, they can turn the stimulation up or down to get them to the bathroom, and then they turn it back down to a normal setting. This is how they have been operating, and they are happy with it. The caller reports that a few times it has taken the handset 5 mins to communicate with the ens. Reviewed with the caller how to close the app completely when not in use instead of minimizing it. Caller tried again while on the call and it connected quickly. The caller will call back if they need additional help. Additional information was received from the patient. They reported that they had a bladder infection. Additional information was received on 2023-jun-24, patient stated they had a lead dislodgement and experienced pain and uncomfortable simulation.